Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. The reported event is detectable and preventable by handling device in accordance with the following IFU. Tjf-q290v operation manual [chapter 4 operation_4.3 using endotherapy accessories]. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the duodenovideoscope exhibited burn marks on the tip cover. There was no patient involvement in this event.